Event description:
It was reported that a motor not running error was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found intact. The investigation found the broken top case back left corner. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. The pump event history showed a motor rate error during occlusion test. The technician found the leadscrew does not operate as intended. The root cause was unable to be determined. The technician replaced leadscrew also replaced clutch halves for preventive. Performed occlusion test and all functional tests which passed.